Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination shows no sign of any defect and the returned unit is contaminated. The returned unit inflated without any issue. The returned unit was leak tested unit water. No leakage was noted. The returned unit remained inflated for a four hour period and no leakage was noted. The most probable root cause is an inflation device remained in the syringe end of the inflation valve allowing the air to escape. Please refer to our ¿instructions for use¿ under the section ¿warnings / precaution (cuff-related):¿ where it states ¿syringes, three-way stopcocks or other luer tip devices should not be left inserted in the inflation valves for extended periods of time¿. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff breakage. There was no patient involvement.